Manufacturer narrative:
Additional information is provided in sections e.1, b.5, d.9, h.3, h.6 and h.11. The returned instrument was received at the investigation site in its inner blister, the outer blister and the tyvek foil with the lot information were missing. The product shows macroscopic signs of damage, namely the one of the forceps arms is bent. There are signs of surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and shows the bent forceps arm in detail. However, the point in time when the described damage occurred can no longer be determined conclusively nor can the situation that led to it be reconstructed. The customer¿s complaint is confirmed as the returned device shows deformation, but a root cause for the reported issue cannot be determined. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacture products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that engagement failure of the forceps occurred during surgery. The surgery was completed after replacing the product with another one. The details of the patient impact was not reported. Additional information has been requested; however, no further information has been received to date. Additional information indicated that the forceps were unable to close. No patient impact was reported.

Manufacturer narrative:
The sample has been received, and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that engagement failure of the forceps occurred during surgery. The surgery was completed after replacing the product with another one. The details of the patient impact was not reported. Additional information has been requested; however, no further information has been received to date.